Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp)displayed a low vacuum alarm. The nurse called from the ICU about a low vacuum alarm on a pump while the patient was on therapy. He already had switched the patient over to another pump at the time of the call back. There was no patient harm reported.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-00219. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-00219.